Event description:
It was reported that the patient was taken to the hospital by Emergency Medical Services (SAMU) due to hyperglycemia. The patient's blood glucose values were not provided. While wearing the Pod, the patient's glucose readings remained "HI" (above 400 mg/dL) continuously despite administering insulin boluses through the Pod. The patient replaced multiple Pods without improvement, including four consecutive Pods from the same lot; however, blood glucose levels did not decrease. This case captures the third pod, (b)(4) first pod, (b)(4) second pod, (b)(4) fourth pod. The patient reported symptoms including feeling increasingly weak and close to fainting, with loss of balance and profuse sweating. Due to worsening symptoms, emergency services were contacted, and the patient was transported to the emergency department on (b)(6) 2026. Blood tests and ketone measurements were performed at the hospital. In the emergency department, a new Pod provided by the endocrinology department was applied, and rapid-acting insulin was administered, after which the patient's blood glucose levels decreased rapidly. The patient remained in the emergency department for one day and has since returned home. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019;13:614-626."[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019;10:751-755."[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019;21:155-158.